Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported a power on reset (por). The patient was seen by a pulmonologist on (B)(6) 2016 and had x-rays done and was done in some type of chamber for their lung. It was noted that it was an informational por was displayed and it was cleared. The patient was able to turn stimulation back on fine. Therapy was turned back on and it was adequate. The reported issue was resolved. Other relevant medical history includes spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.